Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 the patient reported she lost consciousness (loc) and attributed the episode to inaccurate readings from her (cgm). According to the patient, paramedics subsequently recorded her fingerstick blood glucose (fsbg) level. Additional details regarding this prior event could not be independently confirmed. The patient further reported that she was not transported to the hospital at that time, as she felt well following on-site IV glucose treatment by ems. No other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.